Manufacturer narrative:
Device evaluation completed on june 29, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 175cc breast implant had a crease/fold on the anterior view and extending to the posterior. Additionally, a tear was noted within the crease on the posterior view, measuring approximately 0.1 cm. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with mentor smooth round moderate plus profile, 175cc on the left side, and 300cc on the right-side, saline prosthesis experienced bilateral deflation postoperatively. As a result, patient underwent, left mastopexy, and bilateral removal on (B)(6) 2021. This report relates to the left prosthesis.